Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the reported issue occurred due to a damaged printed circuit board (pcb) inside the scope connector. Since no damage was observed on the scope connector itself (which houses the pcb), the pcb damage and subsequent noise likely resulted from the following factors: accumulation of electrical stress on the electrical components mounted on the printed circuit board due to repeated energization, or failure due to overcurrent caused by accidental static electricity application, etc. Application of overcurrent due to leakage current from other equipment or electrical wiring, or due to dust or moisture adhering to the electrical contact points between the video system center and the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited a noisy image. There were no reports of patient involvement.